Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer received the safety letter and reported a hospitalization due to low blood glucose. Customer believes that he entered a max bolus while programming a bolus. Customer stated that he had bad eyesight at that time. Customer went into convulsions. The current blood glucose reading was 146 mg/dl. Nothing further reported.